Manufacturer narrative:
Evaluation: the returned lens was verified to have no defects. There was evidence of customer handling. This report was mailed in to FDA on: 12/11/1998.

Event description:
Surgeon reports lens was removed due to vitreal hemorrhage and secondary glaucoma.